Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller stated the patient was trained yesterday by a manufacturing representative (rep), and the caller thinks the patient did not understand everything. The caller stated the patient was programmed yesterday and that appeared to be a reasonable setting. Today the patient stated he cannot feel stimulation in his legs (where the stimulation is supposed to be). The caller stated when they turn the stimulation up to 10ma the patient feels it a little bit. The caller asked if they can turn the stimulation up further and it was reviewed yes they can. The caller then asked if there was threshold they should not pass and it was reviewed in general terms and reviewed setting stimulation to a comfortable level. The caller confirmed that stimulation was on. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient hadn't charged their ins and it was not functioning. The representative charged with the patient and re-educated them on the device and reprogrammed their stimulation to be more comfortable. The issue was resolved. No further complications reported.